Event description:
It was reported that the patient presented for follow-up via merlin.net with episodes of high ventricular rate (hvr) recorded by the pulse generator. Further evaluation revealed that the patient had was in bradycardia due to pacing inhibition. The hvr episodes were attributed to over-sensed noise from suspected electromagnetic interference. Programming interventions were made. The patient was asymptomatic.